Event description:
I had lasik surgery to correct my vision about 8 years ago and have been suffering from extreme dry eye syndrome since. As a result, I deal with blurry vision whenever I'm on the computer, watching tv, or driving for more than 10 mins. I was not informed of the high likelihood of this condition, and even after going back to the surgeon center to complain, the doctor dismissed the tissue as she said that my eyes are able to produce tears (after conducting a brief test with a paper strip). After seeing another eye doctor, she said that I can treat this non-medically by using moist compress and eye drops, but this is not a practical solution for me.